Manufacturer narrative:
(B)(4). Eval, method, results, conclusion: product scheduled for return but not received by manufacturer for inspection. Product event: (B)(4).

Event description:
When the coag button of the device was released, the device remained active (rf energy was being delivered) until the coag button was pressed several times then rf energy delivery ceased. No patient impact.

Manufacturer narrative:
Product event # (B)(4). Evaluation process: unit received in poor condition with stained case, broken front nylon screw in base of unit and minor surface imperfections. User manual was received. No power cord was received with unit. No hand pieces were received. Upon internal visual inspection found nothing moving or broken in unit. Unit delivered rf energy correctly into fixed resistors. The error log revealed that the unit was powered up on 22 unique days while in the field. Error log contains 1 e3 (patient return electrode has poor connection,) 3 e5s (monopolar handpiece or has failed testing,) 12 e9s (monopolar output activated without patient return electrode connected,) 7 e11s (patient return electrode disconnected,) 1 f6s (rf module communication with the controller processor has failed.) All error log entries, except f6 fault, are considered ¿normal use¿ errors and are not indicative of the problem with the unit. An f6 fault occurs during a temporary loss of communication between the ucb and the rf controller. By design, the system immediately shuts off energy and requires a power-cycle before it will again deliver rf energy. Power cycling cleared the fault. The handpiece operated correctly in both cut and coag modes of operation. Root cause: the reported sticking coag output could not be duplicated by the service department. The original handpiece was not provided. An f6 fault will occur when the communication between two internal pcbs (the universal controller board and the rf controller board) becomes garbled. By design, energy is shut off and the system must be power-cycled before it can again deliver rf energy. The f6 fault occurred on the last day of use and was successfully cleared by rebooting system. (B)(4).

Event description:
When the coag button of the device was released the device remained active (rf energy was being delivered) until the coag button was pressed several times then rf energy delivery ceased. No patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.